Event description:
The infusion pump was reported to overinfuse twice during clinical use, the incident were approximately 1 year apart. The first incident occurred in 2001: pump was set at a rate of 5ml/hr but it delivered 250ml in 1 hr. The medication, tubing used, pump channel in use, medical intervention and pt injury are not known. Reporter noted they tested the pump in biomed following this incident and found nothing wrong with the pump so they did not send the pump in for testing but returned it to use at the hosp. Then 1 year later in 2002: the same pump was set to infuse reopro at a rate of 17ml/hr but it delivered all 250ml in just 3 hrs. This time it is known pump #1 was in use. A platelet test was taken but no additional intervention was needed. No pt injury resulted.